Event description:
(B)(6) study. It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 75 mg of clopidogrel. A lotus introducer sheath set was placed and then the aortic valve was treated with balloon valvuloplasty (bav), in accordance with the directions for use. No conduction disturbance was noted post bav. The aortic valve was then treated with the deployment of a 25 mm lotus edge valve. Successful positioning of the 25 mm lotus edge valve involved partial re-sheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: three days post index procedure, the subject developed new complete heart block(chb). The subject was placed on temporary venous pacing and electrophysiological consultation was recommended for a permanent pacemaker. Electrophysiology study was performed, and a new permanent pacemaker was recommended due to the complete heart block. The event led to prolongation of hospitalization. Four days post index procedure, a new lead less non-bsc permanent pacemaker was implanted. The same day, the event was considered recovered with sequelae. Two days later the subject was discharged on aspirin and clopidogrel.

Event description:
Reprise IV study. It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 75 mg of clopidogrel. A lotus introducer sheath set was placed and then the aortic valve was treated with balloon valvuloplasty (bav), in accordance with the directions for use. No conduction disturbance was noted post bav. The aortic valve was then treated with the deployment of a 25 mm lotus edge valve. Successful positioning of the 25 mm lotus edge valve involved partial re-sheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: three days post index procedure, the subject developed new complete heart block(chb). The subject was placed on temporary venous pacing and electrophysiological consultation was recommended for a permanent pacemaker. Electrophysiology study was performed, and a new permanent pacemaker was recommended due to the complete heart block.the event led to prolongation of hospitalization. Four days post index procedure, a new lead less non-bsc permanent pacemaker was implanted. The same day, the event was considered recovered with sequelae. Two days later the subject was discharged on aspirin and clopidogrel. It was further reported that on the same day of the index procedure, post transcatheter aortic valve replacement (tavr), electrophysiology study revealed left bundle branch block. Two days post index procedure, the subject experienced shortness of breath and chest x-ray revealed increased mild interstitial edema. The subject was started on IV lasix. No action was taken to treat the event of left bundle branch block. Four days later the event of left bundle branch block was considered resolved with sequelae.

Manufacturer narrative:
B5 describe event or problem updated. B6 relevant tests/laboratory data updated. B7 other relevant history updated.